Event description:
Patient was revised due to high levels of ions and corrosion between the stem and head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.